Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 1 and alarm 09) occurred. Additionally, it was reported that an altitude alarm and an inaccurate fill estimate occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucose level ranged between 49-241 mg/dl which was addressed by stopping insulin delivery and ingesting food. Reportedly, the customer continued to use the pump for insulin therapy.